Manufacturer narrative:
The delivery device was requested, but has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the haptic was torn away from the optic during implantation of a mi60l intraocular lens. The surgeon removed the lens and another mi60l intraocular lens was successfully implanted the pt's left eye. The pt presented for follow-up two weeks after surgery and was diagnosed with endophthalmitis. The pt was sent to retina specialist for further treatment. A vitrectomy was performed and laboratory tests were positive for candida. The pt was also given intraocular injections. The surgeon does not know what was the origin of the infection. Lens remains implanted. Please reference MDR#: 1119279-2012-00228 for the first intraocular lens used in this case. Please reference MDR#: 1119279-2012-00229 for the first delivery device used in this case. Please reference MDR#: 1119279-2012-00230 for the second intraocular lens used in this case.